Event description:
It was reported that a user paired a new dexcom g7 sensor to the ilet and then experienced no glucose readings for approximately 15 minutes, consistent with pairing failure to the ilet only; customer support instructed the user to wait and then toggle g6/g7 settings, after which the sensor was re-paired. Symptoms included no glucose data available for the ilet to reference. Outcomes included temporary interruption of automated dosing with a ¿dosing stops soon¿ condition until sensor data resumed. Investigation included remote troubleshooting and user education, including sensor re-pairing and device setting toggling. Investigation of this case revealed a communication or pairing issue between the cgm transmitter and the ilet that resolved after reconfiguration, consistent with a connectivity integration problem rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption corrected by re-pairing and settings adjustment.